Event description:
Dealer states that the left side camber plug fell out of the end user's chair while he was riding in it yesterday, and the entire left wheel came off and the front frame is bent on the leg rest.

Manufacturer narrative:
No specific information was provided to describe the end users' injury. Will follow up once more information becomes available.